Event description:
T was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Blood glucose was not impacted. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.